Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch. There were several high rate episodes with the rate greater than 400 and thousands of premature atrial contractions (pac). The sensing trend is widely variable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407458 lead implanted: 2003 (B)(6). (B)(4).